Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a clinician removing a bandage and revealing the dialysis catheter implanted in the patient. A milky white opacification was noted on one of the extension legs near the bifurcation area. Therefore, the investigation is confirmed for the reported material opacification issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure by using hemostar. During procedure, it was observed that whitening of the inner wall of the clamp on the long-term catheter in the right jugular vein. It was further reported that the catheter was fragile and prone to cracking. Reportedly, the patient was found to have leukoplakia on the inner wall of the catheter. However, the current status of the patient is unknown.

Event description:
It was reported that on (B)(6) 2025 during a port placement procedure, the port allegedly found to have long-term catheter-related leukoplakia in the right jugular vein. It was further reported that the catheter was allegedly found whitening. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.